Event description:
It was reported to philips that the x-ray system failed to fluoro and cine during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system, restoring functionality, and requested an onsite check. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).